Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review and medical records confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: series a pat w/wr std 28 1 peg: catalog#184702, lot#65783328; biomet cc cruciate tray 67mm: catalog#141232, lot#j7510816; vanguard cr por fem-rt 65: catalog#183048, lot#900670 the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Following the procedure, the patient continued having pain and neuropathy in the leg with limited range of motion. Diagnostics revealed damage to the peroneal nerve resulting in foot drop and difficulty ambulating. Physical exam revealed a palpable baker¿s cyst, and x-rays showed excessive tibial slope. Subsequently, approximately four (4) months post-implantation, a manipulation under anesthesia was performed due to ankylosis and arthrofibrosis. All available information has been provided.